Manufacturer narrative:
Although the exact patient age is unknown, it was reported that the patient is (B)(6). (B)(6). (B)(4), hysterectomy , pyometra. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a hydrothermablator procedure set was used during a hydrothermablation (hta) procedure (procedure date unknown). According to the complainant, post procedure, the patient had a hysterectomy due to pyometra, an accumulation of pus in the uterine cavity. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.